Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 was displaying inaccurately high results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at an unknown time, the patient reported testing his blood glucose on her lfs meter and obtained a result of "212 mg/dl," the patient then tested on his freestyle back up meter and obtained a result of "146 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using self adjusting insulin (unknown type and dose) to manage his diabetes. The patient reported taking his usual dose of insulin based on his sliding scale (unknown type and dose) according to the obtained readings. It is unknown which reading the patient used to administered insulin according to. The patient reported 1 hour after the alleged issue began, the patient developed symptoms of "clammy, feverish, and yellow stars." The patient reported on (B)(6) 2012, he had something to eat or drink. It is unknown if the patient tested his blood glucose again after treating himself or if his symptoms were relieved. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips and that they were in good condition. In addition the cca noted the patient was using an approved sample site to obtain the blood samples. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because, the patient tested on his lfs meter and obtained an alleged inaccurately high result, administered insulin accordingly and developed symptoms suggestive of severe hypoglycemia after the issue began. In addition, the patient performed a meter to another meter comparison where that calculated difference of the reported results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Follow-up (7/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.